Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the two high resolution stereo viewer (hrsv) monitors to correct reported problem. System was tested and verified as ready for use. Isi did receive two da vinci products involved with this complaint to perform failure analysis (fa). The hrsv was analyzed and error 121 was found in artemis, indicating that the hrsv failed in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there is no image on the hrsv it is completely black. Successfully replicated the complaint. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The hrsv was analyzed and error 121 was found in artemis, indicating that the hrsv failed in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional. The complaint was confirmed but not replicated on this RMA based on failure analysis, which indicates that the other device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the left eye on console 1 was completely black in the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard reset and reseated the blue fiber cables with no change. Customer was proceeding with the second console. The procedure was completed as planned with no reported injury.